Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the lot DHR was reviewed for similar discrepancies during manaufacturing . The evaluation did not find any similar instances to the customer report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown), the device had a wire that had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.